Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/22/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: what symptoms did the patient experience following the index surgical procedure? Onset date? -please see event description. Please describe any medical/surgical intervention required for this suture event including dates and results. - unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? -unk. What is the patient's current status? -good. Name of index surgical procedure? -lateral episiotomy.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe any medical/surgical intervention required for this suture event including dates and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Name of index surgical procedure?

Event description:
It was reported that a patient underwent a perineal wound closure on (B)(6) 2022 and suture was used. On the 9th day after surgery, the perineum reexamination found that the suture was not absorbed and the wound healed poorly. The doctor continued to observe the wound recovery. Additional information was requested.